Manufacturer narrative:
Investigation results: the fiber was returned in one continuous piece. The piece measured approximately 315.3 cm from the top of the connector to the tip. The exposed glass fiber tip measured approximately 3 mm. The remainder of the distal tip was not returned. The pattern on the tip face is consistent with a tip detachment. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector, likely as a result of handling during setup of the procedure. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
Note: this report pertains to the second of four devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used for a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, a dornier laser console was used. According to the complainant, during the procedure, the aiming beam came on but the fiber did not work. A second accutrac 200 laser fiber was opened and the same issue occurred. A third accutrac 200 laser fiber was opened and it worked for about 15 seconds and then it would not work. A fourth accutrac 200 laser fiber was opened and the same issue occurred. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; fiber broken within connector and fiber tip detached.